Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) device received anti-tachycardia pacing (atp) and inappropriate shocks for atrial fibrillation (af) with rapid ventricular. Therapy was exhausted in the ventricular fibrillation (vf) zone. Technical services (ts) reviewed the ventricular episode, and it looked like the rate was in the ventricular tachycardia (vt) zone in which onset stability was inhibiting due to a gradual onset and mostly unstable v. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.